Manufacturer narrative:
(B)(4).

Event description:
During a meniscal repair procedure it was reported that the deployment plunger wouldn't retract to deploy the t2 implant. T1 was deployed in the patient's posterior capsule and the gray deployment mechanism wouldn't spring back to load t2. T1 was left in the posterior capsule and the suture had to be cut to remove the implant. No patient injury and less than a minute delay was reported.

Manufacturer narrative:
One fast-fix 360 curved needle delivery systems was returned for evaluation. Visual assessment of the device shows the insertion needle is dramatically bent on two planes. No ts or suture were returned. Actuator is sticking out of the distal end of the needle. Device was functionally tested for proper actuator advancement and cycling, device would not function properly due to the aforementioned damage. Per the device IFU under warnings ¿do not bend the delivery needle. The fast-fix 360 devices are manufactured with straight or curved delivery needles. Intentional bending of the delivery needle may make it difficult or impossible to deliver the t1 and t2 implants. If the delivery needle has been inadvertently bent, or if resistance is encountered during deployment, a new delivery device may be needed¿. No root cause related to the manufacturing process can be established. No further investigation is warranted at this time. (B)(4).